Event description:
It was reported that the user awoke with decreasing blood glucose and experienced a hypoglycemic event, with sensor readings reported as low as 40 mg/dl and a confirmatory fingerstick of 56 mg/dl, after which the user treated with approximately 30 grams of oral carbohydrate and returned to 147 mg/dl in about 48 minutes; the user reported subsequent stability. Symptoms included fatigue and reluctance to get out of bed consistent with hypoglycemia. Outcomes included recovery to target range without hospitalization. Troubleshooting and education were completed, including review of low and urgent low alerts and appropriate treatment with oral glucose. Investigation of this case revealed no device malfunction reported and no component issue identified, with the cause of the hypoglycemia remaining unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.